Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the battery compartment was observed to be cracked along the side and from the case seal traveling to the bumper. Moisture was observed in the battery compartment. The pump was unable to power on due to moisture ingress. A leak test failed due to crack in the battery compartment along the side. A leak was not found at the crack in the battery compartment from the case seal traveling to the bumper. The pump was opened; there was no moisture ingress found inside.